Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D4: unique identifier (UDI) number not available. D10. Concomitant medical products int411, osseotite tapered certain implant 4 x 11.5mm lot 2011111336. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It is reported that the patient has had several implants placed, good oral hygiene but has discomfort in anterior area, there has been previous maintenance appointments but over time it is noted that there is bone loss and it is decided that the implants must be removed and replaced. Tooth sites 11 and 21. No additional appointment required.symptoms as a result of the event: pain.